Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the olympus service operation repair center (sorc), it was found that the scope communication error e226 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to sorc. Sorc checked that the subject device and found the reported phenomenon, and also found that the video connector and the electrical contacts of it were damaged and the camera cable was twisted. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the user handling. It was surmised that due to applying stress to the camera cable by the user, the camera cable was twisted and the reported scope communication errors e226 occurred. If additional information is received, this report will be supplemented.